Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2010. It was reported that the pt observed low battery signal. The low battery appears to be from passivation. The sjm will clear the low battery flag. No further info is available at this time.